Manufacturer narrative:
The analysis of the interface (umbilical) cable was completed by medtronic personnel. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the 110 vac running through the umbilical was found to be open. Changing the umbilical cable resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The cable has been received by the manufacturer for evaluation but the results are not available yet.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when trying to send images from the mobile view station (mvs) to electronic picture archiving and communication systems (pacs), the mvs was beeping even though it was plugged into the wall. The site shutdown the device and attempted to restart it. However, the device did not turn on.